Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 285cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; left side baker grade iii, and right side baker grade IV postoperatively. As a result, the patient is scheduled for a bilateral revision surgery with mentor gel catalog number shpx415 on (B)(6) 2021. This report is for the patient¿s left-sided device.